Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient presented with a reverse tapered aneurysm neck and two 90 degree bends (off label) in the aorta forming an "s" shape. After successfully implanting a bifurcated device and a 28mm aortic extension and angiographic image revealed a endoleak, initially believed to be a proximal type I. The physician modeled the proximal edge of the aortic extension with a balloon catheter; however, the endoleak remained but appeared to be a type iii. The physician placed a 28mm aortic extension over the junction of the bifurcated device and the aortic extension, which did not correct the endoleak. The physician placed a balloon expandable stent over the junction of the bifurcated device and the aortic extension, an endoleak remained. The physician believed the endoleak to be a type ii and the physician elected to end the procedure. The patient will be monitored at 30 days to verify the type ii endoleak has resolved.

Manufacturer narrative:
Device not returned actual device will not be evaluated. Patient's condition affected the effectiveness of the device. Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use.